Event description:
The customer was given too much insulin by spouse based on a blood glucose result of 345-400 mg/dl on the device. Pt passed out and was given an emergency shot of glucagon. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.